Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed high and out of range defibrillation impedance on the right ventricular (rv) lead. No changes or intervention was reported. The patient condition was not known.